Manufacturer narrative:
One smiths medical cadd solis vip pump was returned for analysis with no damage noted. During analysis, the customer's problem regarding delivery accuracy was unable to be duplicated; three different delivery accuracy tests were performed all of which were within the published +/-6% delivery accuracy specification. No problems were found with the fluid delivery of the pump. However, due to the repeated repair previously, service recommended to replace expulsor as preventive measure. Based on the evidence, the complaint was not confirmed, and no fault was found.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump was under infusing. No adverse effects were reported.